Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for inability to advance through sheath was unable to be confirmed as the complaint unit was not returned for evaluation and no relevant procedural imagery was provided. Available information suggests patient factors (calcification, undersized vessels) likely contributed to the event as it was reported that the patient's access vessels had 'moderate calcification' and minimum luminal diameter (mld) was 5.0mm, which is less than the required '5.5mm mld for use of 14f esheath+. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our edwards lifesciences japanese affiliate, resistance was encountered at external iliac artery (eia) which was near the transition part of the fully expanded part during delivery system insertion into 14 fr esheath plus. The delivery system got stuck into the sheath, the device was removed and replaced to new device. After withdrawal of the devices, bleeding from femoral artery was observed and surgical repair was performed. The product involved in the event was thought to be the first sheath since second sheath inserted and removed smoothly. The device was discarded at the hospital. The access vessel mdl was 5.0mm with moderate calcification and mild tortuosity.